Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a high shock impedance measurement of 126 ohms. There had been a gradual rise from approximately 95 ohms to an average of approximately 110 ohms. No troubleshooting was performed and no actions/interventions were taken. No adverse patient effects were reported. The device remains in service.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a high shock impedance measurement of 126 ohms. There had been a gradual rise from approximately 95 ohms to an average of approximately 110 ohms. No troubleshooting was performed and no actions/interventions were taken. No adverse patient effects were reported. The device remains in service. Additional information received reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely, as a recent longevity estimate showed approximately 6 months remaining and the explant indicator was reached on (B)(6) 2023. However, data analysis confirmed the battery was depleting normally. Battery voltage had dropped following a capacitor reform on (B)(6) 2023, and projected battery longevity does not anticipate these kinds of changes. Furthermore, additional out-of-range shock impedance measurements were observed. No interventions were performed at this time. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a high shock impedance measurement of 126 ohms. There had been a gradual rise from approximately 95 ohms to an average of approximately 110 ohms. No troubleshooting was performed and no actions/interventions were taken. No adverse patient effects were reported. The device remains in service. Additional information received reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely, as a recent longevity estimate showed approximately 6 months remaining and the explant indicator was reached on (B)(6) 2023. However, data analysis confirmed the battery was depleting normally. Battery voltage had dropped following a capacitor reform on (B)(6) 2023, and projected battery longevity does not anticipate these kinds of changes. Furthermore, additional out-of-range shock impedance measurements were observed. No. Interventions were performed at this time. This ICD system remains in service. No. Adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.